Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
The patient required a revision surgery due to the disassociation of the sphere from the baseplate. Original implant details and implantation timing were unavailable as they were done by a different surgeon at a different facility. The sphere's movement caused extensive wear on the poly and metal components, as well as the baseplate. Despite planning to remove the baseplate, it was impossible due to cold welding of screws. Instead, they reattached the sphere. The original implants included a flex stem with a reverse ii baseplate/sphere. In the update, a tray, poly, and the sphere were removed and reinserted. Only (B)(6) and (B)(6) implants were used. Post-op x-rays were sent previously, and additional ones will be provided. While attempting to remove all glenoid components, only one screw was removed, and the other three remained due to their immovability. The original sphere was removed and reimplanted.

Manufacturer narrative:
Corrections: h6 clinical signs code, device code, method, results, and conclusion: the reported event was confirmed. The devices were not returned, but evidence was provided based on provided x-rays and reported data, which match the alleged failure. A device inspection was not possible since the affected devices were not returned for investigation (baseplate remained implanted in the patient and sphere re-implanted in the patient). On the provided x-ray taken before the revision, it can be observed that the sphere has completely come out of the baseplate and the central locking screw is loose, showing that the sphere has disassembled from the baseplate, then migrated and led to joint dislocation. Glenoid components disassembly is mostly related to following reasons: either, a consequence of a surgical procedure: the safety screw of the glenoid sphere was not properly tightened and/or the sphere-baseplate assembly was not impacted correctly (absence of peripheral groove around the baseplate, remaining soft tissues between the baseplate and the sphere), either, a consequence of a traumatic event, such as an improper motion. Since data and images were provided, the opinion of a medical expert was sought and stated as following: ¿the x-rays show no loosening of the baseplate some bone resorption at the lateral proximal humerus, however no signs of stem loosening, and at this time most likely not clinically relevant¿, "cold-welding typically occurs when two metal parts are forced against each other with high pressure, which means that the screws were strongly tightened as the index surgery", ¿there are no signs of debris on the pre-revision x-rays¿, "usually, disassembly is related to improper intraoperative assembly and or repetitive subluxation of the shoulder arthroplasty. Issues related to the device cannot be investigated". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The labeling states that: "to obtain good bone seating and secure fixation of the glenoid baseplate it is important to flatten the glenoid surface", "prior to positioning of the definitive glenoid sphere, it is important to remove any soft tissue between the baseplate and the glenoid sphere", "the fixation of the assembly is visually checked to ensure that no soft tissue is present between the baseplate and the glenoid sphere. Once impacted, secure the assembly by tightening the glenoid sphere screw" and "finally, check that tightening is complete once the glenoid sphere is flush with the baseplate". Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected devices must be available in order to determine the root cause of the complaint event. If the devices are returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient required a revision surgery due to the disassociation of the sphere from the baseplate. Original implant details and implantation timing were unavailable as they were done by a different surgeon at a different facility. The sphere's movement caused extensive wear on the poly and metal components, as well as the baseplate. Despite planning to remove the baseplate, it was impossible due to cold welding of screws. Instead, they reattached the sphere. The original implants included a flex stem with a reverse ii baseplate/sphere. In the update, a tray, poly, and the sphere were removed and reinserted. Only dwf362b and dwf502 implants were used. Post-op x-rays were sent previously, and additional ones will be provided. While attempting to remove all glenoid components, only one screw was removed, and the other three remained due to their immovability. The original sphere was removed and reimplanted.